Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had no power. The reporter claimed the battery compartment had stripped threads. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 03/09/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings:a review of the black box showed overwritten data in the histories before the original complaint date and the complaint of no power was unable to be confirmed. One power on reset was found in the black box following a replace battery alarm. The returned battery cap and test caps were able to attach securely to the pump. The battery compartment threads were partially damaged. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The complaint of no power was unable to be duplicated. The pump was opened to find no damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.